Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ICD replacement due to normal eri, the right ventricular (rv) pacing lead impedance and threshold were increased. No damage was observed during x-ray or visual examination. The lead was capped and replaced. The patient is stable.